Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly restarted the ventilator and there were no more issues. No ventilator logs were provided. The root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient harm. Manufacturer's ref. #: (B)(4).